Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2003, pt was implanted with a non-davol implant and a davol flat mesh during a vaginal procedure. On (B)(6) 2003, the pt was implanted with a non davol mesh during a vaginal procedure. The attorney's report alleged permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. No sample was returned for eval, also no medical records have been provided to date. With the currently available info, no conclusion can be made. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.